Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.)

Event description:
As reported for this event by the customer, post an unknown procedure as the patient was awakening from the anesthesia, the patient coughed and spat out the disposable distal cap which had been attached to the device during the procedure. There is no harm or adverse impact to the patient. Patient is stable. There was no damage observed on the device. The distal cap was inspected prior to use with no abnormalities noted. Prior to the procedure, after attaching the distal cap to the device, a check was made to ascertain that the distal cap was attached securely. Lubricant was used with the device. The device is new and has not been serviced by an outside source. The doctor and medical staff did not have any idea why the distal cap detached from the device during the procedure. However, the facility was using older versions of the distal cap and has now ordered the new distal caps to be on the safe side. There are two devices associated with this event: the distal cap and the scope.

Manufacturer narrative:
Customer reported two events on the same day where the distal cap detached and fell into the patient during a procedure. These two events are captured in medwatches with patient identifiers as follows: event of (B)(6) 2022: (B)(6) (tjf-q190v), (B)(6) (maj-2315) an earlier event, date unknown: (B)(6) (tjf-q190v), (B)(6) (maj-2315). This medwatch is for patient identifier (B)(6). The device is not available, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover was easy to come off the subject device by the following: the cover was improperly attached, the cover had crack and/or pinhole, chemical solutions adhered to the distal cover, which caused the cover to break, the distal cover was damaged by pushing it diagonally when attaching to the device and the cover was easy to come off the device, and /or the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity during inspection prior to use. It is possible this lead to the suggested phenomenon. However, the root cause could not be specified. The event can be detected and/or prevented by following the instructions for use which state: "- never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. IFU (operation manual) states about inspection of distal cover prior to use as follows: 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Olympus will continue to monitor field performance for this device.